Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a procedure, the patient experienced visual deficits. It was reported that after a procedure where a farawave catheter was selected for use, the patient experienced visual deficits. The procedure was completed without complications, and the patient was discharged on the same day. However, two days later, the patient was diagnosed with branch retinal artery occlusion in the left eye by an ophthalmologist. A brain MRI was performed and returned negative results. The patient has not missed any doses of anticoagulation therapy. Visual deficits persist, and the patient will continue to be monitored for resolution of the adverse event. No device related issues were reported. The device is not expected to be returned as it was disposed of.